Manufacturer narrative:
B3 date of event: aware date was used as event date as actual event date was not known. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that unknown issues during implant occurred. A comment was received via social media where a patient stated they presented for their six (6) week transesophageal echocardiography (tee) post implant. The patient reported everything was fine, however they were placed back on 2.5 eliquis until january 2026. The patient stated that the initial installation of the implant did not go well. There was no further information provided.